Event description:
During ptca procedure pt experienced an opening in the distal right coronary artery resulting in a stain of contrast showing on the cone. Emergency coronary bypass was performed to correct opening in coronary artery. (Triple cab). Pt discharged 11/12/96 from hosp in good condition.